Event description:
Consumer called saying she was using the microtip toothbrush from her dentist and while using it the bristles started to fall out. She went back to her dentist and they gave her another one and the same thing happened with the bristles falling out. She also stated that one bristle got stuck in the back of her throat.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.